Event description:
It was reported that during a follow up in clinic, it was reported that right ventricle (rv) oversensing was noted. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.